Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose (bg) level was 138 (mg/dl) at the time of the reported issue. Reportedly the customer has manual injections as alternate insulin therapy. In addition, the customer reported experiencing a low bg level earlier that morning of 48 (mg/dl). The customer stated the cause of the low bg was unknown. The customer consumed fruit to address bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017 by cgm. Cartridge change sequence was completed on the night of (B)(6) 2017. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Low bg.

Manufacturer narrative:
Replace with check box "additional information".